Manufacturer narrative:
No root cause could be determined. The field service representative found that the performance testing results were within range, but the measuring cell carryover was high. The measuring cell was replaced and the high voltage was adjusted. Another performance test was done with results within range. The instrument was working within specification.

Event description:
The customer alleged they received a questionable carcinoembryonic antigen (cea) result for one patient on their e411 analyzer. The patient's initial cea result was 7.6 ng/ml and it was reported outside the laboratory. The sample was repeated on an advia centaur in another laboratory, and the result was 1.4 ng/ml. There were no adverse events. The cea reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).